Manufacturer narrative:
Product event summary: analysis confirmed the noisy ECG due to the connector on the link electronic module (lem) circuit board being loose. As a result the lem board was replaced and calibrated. It was also confirmed that the tabs on the power cord bay door were broken and the monitor hinge was loose due to missing hinge plate screws. It was also noted that the fan was noisy.

Event description:
It was reported the electrocardiogram (ECG) has 60 cycle noise, and the port appears to have been damaged. The monitor hinge and cord compartment door are also damaged. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2067 programmer rf (radio-frequency) head. 2290 pacing system analyzer. (B)(4).